Manufacturer narrative:
(B)(4) (revision surgery). Discs containing x-rays were returned to medtronic for evaluation. Images show a long construct for scoliosis at t4 to iliac. Subsequent films show removal of iliac screws and sacral screws. Later films confirm rod fracture on the left side at l2-3 with subsequent removal of hardware up to t10 on left side and t11 on the right. The device has not been returned to medtronic for evaluation.

Event description:
Patient medical records were received which state that the patient underwent initial surgery to treat thoracic scoliosis and lumbar degenerative disc disease. Surgery was plif l5-s1 with peek interbody device and bmp, and psf t4-s1 with pedicle screws, rods, crosslink, cables, and iliac fixation. Approximately 1 year post-op the patient reported having pain at the base of her spine at the area of the iliac fixation. X-rays taken show the hardware in good position with no evidence of hardware failure. Patient underwent additional surgery about a month later to remove the iliac fixation. No additional hardware was implanted. Post-op the patient reported the pain had resolved.